Event description:
There was an issue with a bard mission biopsy device this morning during an ir/CT guided needle biopsy of the lung (ysc/CT) and the lot used was not part of the original recall ([redacted date]) but matched the complaint in the recall: "mismatch between the coaxial and the needle where the external diameter of the biopsy instrument being larger than the internal diameter of the coaxial needle". During the procedure, the md placed the needle and was unable to advance the biopsy device ¿ it would not fit. As a result, the needle position changed. The device and needle were removed and a second attempt to obtain the biopsy was done with a new device (different lot). The patient did suffer a pneumothorax as a result. No chest tube was placed at that time the md was able to resolve the pneumothorax. The vendor has been informed. Manufacturer response for biopsy instrument kit, mission disposable biopsy instrument kit 18g x 16cm (per site reporter) unknown.